Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the adhesive from the infusion sets were not sticking to the skin. The reporter alleged the infusion sets from a particular box were not sticking. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.